Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an out of range pacing impedance measurement that led to a configuration switch. After the device was reset to bipolar configuration, the impedance was normal. This lead will remain in service, and a follow-up was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.